Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported from a clinical trial, during a transfemoral transcatheter aortic valve replacement (tavr) procedure of a 26mm sapien x4 valve, there was difficulty advancing the 26mm x4 delivery system with 26mm sapien x4 valve through the 14fr esheath. An x-ray showed the end of the delivery system was in the proximal portion of the esheath. Approximately 5cc of propofol was injected into the side port to help facilitate advancement of the delivery system through the esheath. This was successful. After the valve was deployed, the delivery system and esheath were withdrawn. An angiogram was performed and revealed a dissection in the right common femoral artery (rcfa) slightly superior from the non-edwards closure devices. A balloon was inserted in the contralateral side and advanced into the rcfa. There were several long inflations performed at the dissection site. The dissection was able to be resolved and flow was returned to the right leg. Manual pressure was held in conjunction with the non-edwards closure devices to achieve hemostasis. The patient left in stable condition.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on device evaluation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was returned to edwards lifesciences for evaluation. Visual inspection revealed curvature on the returned sheath shaft. The liner was fully expanded as designed and the tip opened as designed. There was tenting on the seam approximately 3 inches from the strain relief likely due to buckling. There was an approximately 2-inch-long scratch on the sheath shaft body. Scratches were also noted on the high density polyethylene (hdpe) and strain relief of the esheath. Imagery was provided for review. Review of the imagery revealed calcification and tortuosity in the patient's access vessel. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was also performed and it did not provide any indication that a manufacturing non-conformance contributed to the event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the esheath usage. Per the IFU/training manuals, it notes to use caution in tortuous or calcified vessels that would prevent safe entry of the introducer set. In addition, injury including perforation or dissection of vessels are listed as potential adverse events. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event for difficulty advancing the delivery system with valve through the esheath was confirmed through evaluation of the returned device and imagery. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance contributed to the event. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issue with the esheath during device unpacking or preparation. Per the event description, "there was difficulty advancing the 26mm x4 delivery system with 26mm sapien x4 valve through the 14fr esheath. An x-ray showed the end of the delivery system was in the proximal portion of the esheath. Approximately 5cc of propofol was injected into the side port to help facilitate advancement of the delivery system through the esheath. This was successful. Access in the rcfa was appropriate for the procedure at a 45 degree angle." The returned patient imagery showed tortuosity and calcification in the patient's access vessels. Additionally, evaluation of the returned device showed scratches and sheath curvature, which are indicative of calcification and tortuosity. Tortuosity can create suboptimal angles that can lead to non-coaxial alignment between the delivery system and sheath inner lumen, which can lead to resistance. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Additional potential causes for excessive advancement force include but are not limited to insufficient leading-edge protection, transcatheter heart valve (thv) crimp outer diameter (od) too large, crimped thv location too distal, flared apices and inadequate sheath expansion. In this case, although a definitive root cause could not be determined, it is possible the above factors including the stated patient factors contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. A previous product risk assessment (pra) was performed related to high push force. The pra was assessed for possible re-escalation, but the control limits were not exceeded. Therefore, no corrective or preventative actions are required.